Manufacturer narrative:
Di not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a replacement procedure for normal battery depletion, high capture threshold and undersensing were observed. Diagnostic imaging showed atrial lead oscillating, but no obvious dislodgement was found. It was suspected that the atrial lead was micro-dislodged. The lead was replaced. The patient didn't experience any symptoms due to the micro-dislodgement. The procedure was completed successfully and the patient was stable.